Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer also states issues with sensor and blood glucose readings. The customer's blood glucose reading was 300mg/dl, and their sensor reading was 134mg/dl. The difference between the two was found to not be within the acceptable range. Troubleshoot for the sensor was conducted, and the customer is being sent out a replacement. The customer's blood glucose level during the lows was 46mg/dl. The customer's most current level was 326mg/dl. The customer states they treated the low level with juice and IV at the hospital. Troubleshoot for low blood glucose level was conducted. The device passed the displacement test. The customer was advised to monitor the device and call back if issues arise.